Event description:
It was reported that a table was setup for a robotic case. Reportedly, during the case, the table allegedly started rising unintentionally. Attempts to stop the table movement with the hand pendant were unsuccessful. It was reported that a staff member pulled out the power cord and switched off the table to stop the unintended motion. There was no reported pt injury as a result of this issue. The case reportedly continued in manual mode with no adverse consequence. The table was inspected by a berchtold service technician and the issue could not be duplicated. The hand pendant was reportedly replaced.

Manufacturer narrative:
The surgical table was examined by a berchtold field service technician. The table was visually examined and a performance test of the movement functions were conducted. After performing the tests, the technician was unable to replicate the reported issue.